Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("my teeth are horrible I've lost one") and tooth fracture ("another one broken in half"). The patient was treated with surgery (outpatient surgery). Essure was removed. At the time of the report, the tooth loss and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth fracture and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu two and three processed together. Social media received: new events were added: case has become serious incident. My teeth are horrible I've lost one, another one broken in half and reporter information were updated. On 20-mar-2020: fu two and three processed together. Social media received: new events were added: my teeth are horrible I've lost one, another one broken in half and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.